Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated they used their ostomy with a overnight drainage bag. When they woke up, they found they had to squeeze their pouch to get the urine to drain into the bag. They want to know what might cause that issue. And discussed potential for vapor lock. Advised that if they clean and reuse the bag, which was off label, that ample dry time should be observed. Always allow the bag to hang rather than laying the bag down to keep that vented area dry. Showed them how to locate that feature.